Manufacturer narrative:
The device was explanted, but was not returned for analysis. The manufacturing and sterilization records were reviewed for all implanted devices and no nonconformities were found.

Event description:
During a routine follow-up, it was reported to nevro that a patient acquired an infection at her ipg site. The device was explanted and there were no reports of further complications.

Manufacturer narrative:
This follow-up is to update to add the input for other serious (important medical events).